Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the revision was on 11/12. Hcp will just be repositioning. The provided information was confirmed with the hcp. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 13-aug-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that a lot of the patient's right side coverage is in their rib. It is unknown what factors may have led to this. The patient's impedances are normal. Left middle and right are all right. The patient has a revision scheduled to get the coverage more midline. The patient will be having the revision on (B)(6) 2019. No further complications were reported. No additional patient symptoms were reported.